Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device's comb was damaged and the ratchet was not working. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On june 26, 2017, it was reported that the device's comb was damaged and ratchet was not working. On (B)(6), 2017, it was clarified that the issue occurred on (B)(6), 2017 during surgery. The harvest graft was usable and an additional graft was not required. Another device was used to complete the surgery. There was no harm, injury or adverse events associated with the failure. There was a 1-15 minute delay to the surgery. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was (B)(6), 2014 where it was reported that the comb was damaged and the roller, bushing, side plates and comb were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6), 2017 revealed that the comb was bent and the pre-testing could not be performed due to the damaged comb. The handle detents were screwed in and were not allowing it to fit on the bottom roller. The shoulder bolts, washers and cap nuts need replaced. The bottom roller and end gear were worn. The inside surface of the side plate were worn. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6), 2017 which included replacement of the left side plate, right side plate, bottom roller, synthetic bearing, belleville washers, shoulder bolts, cap nuts , gear for the bottom roller and the comb. Skin graft mesher, serial number 04593, was then tested and functioned properly. The reported event was confirmed since during initial inspection the comb was bent and the handle detents were screwed in too tight which were not allowing it to fit on the bottom roller. The root cause of the damaged comb and ratchet not working were due to a bent comb and the detents being over tighten. The root cause of the damaged comb and over-tighten detents cannot be specifically determined with the provided information. The issue was resolved with the replaced the left side plate, right side plate, bottom roller, synthetic bearing, belleville washers, shoulder bolts, cap nuts , gear for the bottom roller and the comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number 04593, was repaired, tested and returned to the customer.